Event description:
It was reported that the patient passed away due to multi-system organ failure. The death was not device/therapy related and the device will not be returned for evaluation.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The heartmate 3 lvad, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02apr2019. The heartmate 3 lvas IFU is currently available. This IFU death as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.